Event description:
It was reported that the "patient return to the o.r. 1 year post op due to femoral stem loosening and needing to be replaced. No history of infectious process. Patient developed leg length discrepancy. Original surgery at another facility, therefore we do not know original surgery date, or model and serial numbers on equipment." Please invalidate this case as it is not a zimmer (B)(4) product.

Manufacturer narrative:
This case was received from FDA referring to the uf/ importer report # (B)(4). It was discovered that the reported product is not a zimmer (B)(4) product. Please invalidate this case as it is not a zimmer (B)(4) product. Zimmer reference number of this file is (B)(4).